Event description:
It was reported that during a bowel resection procedure, according to the surgeon, the stapler left out staples but firing felt normal. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). (Device b): other # = f5tv3p (batch #); exp date = 01/03/2014. (Device b): 2/3/2009 the analysis results showed that device (a) arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. It should be noted that each cartridge is 100% inspected through an automated vision system to verify staple presence prior to shipment. Device (b) arrived in good visual condition and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right wrist procedure, shavings were noticed in the joint space on the surrounding tissue; not all were able to be removed. The surgeon opened another bur. Prior to use, the tech ran her fingers down the shaft of the newly opened bur and reported having shavings on her glove. The bur was cleaned and used to complete the case. The patient's current condition was reported as good. No further patient or event information was provided at the time this event was reported.